Event description:
A motor stall had occurred. Per the pump's event logs, the motor stall was confirmed, however, no motor stall recovery was recorded. The pt was noted as stable and was asymptomatic. The hcp intended to start the pt on oral medications as a precaution to avoid under-dose and/or withdrawal symptoms. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).